Event description:
A malfunction occurred on a customer's pump following an x-ray taken the previous week. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not reoccur after the reset. The customer was allowed to continue using the pump and advised to call back if the issue reappears, which the customer acknowledged and understood.